Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-30-08 - equinoxe preserve stem 8mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 320-36-03 - 145-deg pe 36mm hum liner +2.5.

Event description:
As reported, approximately 4 years later the patient's left reverse shoulder was revised due to a loose glenoid baseplate. The surgeon removed all of the glenoid components, along with the constrained humeral liner and humeral tray. He kept the stem in place and converted the shoulder to a hemi. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. B3: corrected d6b: corrected h6: corrected health effect, component, and investigation clinical codes.